Event description:
It was reported that 3 days after their last vns adjustment a patient experienced increased seizures. Patient diagnostics were within normal limits. Additional information was received indicating the patient's heart rate reached 174 beats per minute. No other relevant information has been received to date.